Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the seat split on the transfer bench.

Manufacturer narrative:
The device was evaluated by the returns department which found that the side of the seat has a small tear at the seam.

Event description:
Dealer is stating that the seat split on the transfer bench.